Event description:
Customer has complained about the pressure product safe sheath ii. Product is the 7460 6f safe sheath. Ref: 667460-001. Lot: dp20955. Manufacturing date: 10-jan-2024. Expiry: 01-jan-2029. It was reported that during a pacemaker implant procedure, the valve of this safe sheath was observed to be difficult to split and resulted in plastic debris coming free from the sheath and falling into the device pocket. Additional intervention was performed, and the pocket was excavated. Patient admitted to hospital beyond the standard of care. The sheath was disposed of at the hospital and will not be returned for analysis. The procedure was completed using another sheath. No additional adverse patient effects were reported. Patient details unknown due to eea regs. No additional adverse patient effects were reported, fully recovered. It appears delay did occur as additional intervention was required, known if this was above or below 30 minutes.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
The following sections were updated in follow-up 1: b4, g3, g6, h2, h6, and h11. No product was provided for analysis. Procedure completed successfully. There was no adverse event with the patient reported. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. No product was returned to oscor inc. For evaluation; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. CAPA was open to address the reoccurrence of this issue. No further corrections or corrective actions will be taken. Device was not returned for analysis and review of the manufacturing documents did not reveal any discrepancies that would have contributed to this event. This complaint is non-verifiable. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.